Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have failed kidneys. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging have failed kidneys. The medical intervention that the patient received in response to the event is currently unknown related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found right panel assembly and the air outlet port had dust-like contamination on them,in the top of the pca (printed circuit assembly).j5 of the pca had unknown contamination on the copper pins of the connector. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like contamination and tiny fibers/hair in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Dry box seal and inlet seal had unknown contamination on it. Also, inlet seal had yellowed. Dry box seal had potential mineral deposit stains on it. ·inside bottom of the enclosure and under the heater plate had dust-like contamination. The manufacturer found evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes the device has right panel assembly and the air outlet port had dust-like contamination on them,in the top of the pca (printed circuit assembly).j5 of the pca had unknown contamination on the copper pins of the connector. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like contamination and tiny fibers/hair in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Dry box seal and inlet seal had unknown contamination on it. Also, inlet seal had yellowed. Dry box seal had potential mineral deposit stains on it. Inside bottom of the enclosure and under the heater plate had dust-like contamination.. There was evidance of sound abatement foam degredation. Section d8, d9 and h3, h6 updated in this report.